Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the needle detached. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Analysis in our laboratory found a broken needle was present in one of the jaws. After removal, another needle was loaded into the instrument. The instrument functioned correctly as the needle was able to be toggled from jaw to jaw without any difficulties. Therefore the exact cause could not be reliably determined.